Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion case. It was reported that intra-operatively, the surgeon alleged that the navigation was off by 1-2 millimeters in the posterior direction. The screw broke the medial wall of the pedicle and the patient was rescheduled for a revision case. The inaccuracy was discovered after the case so there was no reported surgical delay.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.